Event description:
It was reported that approximately two weeks post implant, the patient complained of chest discomfort. An echocardiogram revealed pericardial effusion and pericardiocentesis was performed. The patient returned approximately one week after the pericardiocentesis complaining of chest pressure. An echocardiogram did not show any effusion and the patient was sent home. The physician questioned whether there may have been a micro perforation. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead (B)(6) 2014. (B)(4).